Manufacturer narrative:
The manufacturer received additional information on 03/03/2026 that the ds2adv auto CPAP device was forwarded to pil (product investigation laboratory) for investigation. The initial allegation stated that the device caught fire, with internal popping sounds and smoke observed when the machine was turned on. During the investigation, pil used the customer-supplied power supply and ac power cord with the ds2 device and powered it on. Therapy was initiated and airflow was verified. The heated tube was warm and functioned properly. No odor was observed. Pil conducted both external and internal inspections of the device and observed white dust-like contamination. The heater plate also showed potential thermal marks in the resin underneath. Additionally, the device was scrapped after completion of the investigation. At this time, no further investigation can be performed. If additional information is received, a follow-up report will be filed. Additionally, mandatory sections have been updated/corrected.

Event description:
The manufacturer received information regarding a dreamstation 2 device. There is an allegation that when the device was turned on, there was a popping sound and smoke. The customer stated that the device caught fire internally. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.